Manufacturer narrative:
(B)(4). Implant date.: (b))(6) 2018 to (B)(6) 2021. Article citation: duong, r. T., pittner, a. C., roa, t. M., dirghangi, a. J., & netland, p. A. (2022). Stand-alone xen gel microstent implantation compared with kahook dual blade goniotomy. Journal of glaucoma, 31(11), 898¿902. Https://doi.org/10.1097/ijg.0000000000002120. A request for further information have been made. Allergan has received no response from the author. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of 3 eyes underwent implantation via the ab-externo technique; high intraocular pressure in unknown eyes requiring glaucoma medications; 10 eyes had mild choroidal effusions which resolved without treatment; 8 eyes had hyphema with 1 eye requiring an anterior chamber washout procedure; 1 eye had cystoid macular edema which resolved without surgical treatment; 8 eyes had high intraocular pressure requiring additional glaucoma surgery; unknown eyes had early transient hypotony; 21 eyes required needling procedures were noted in the article: stand-alone xen gel microstent implantation compared with kahook dual blade goniotomy. J glaucoma; 31(11):898-902.